Event description:
Reporter alleged obtaining a discrepant blood glucose result of 167 mg/dl back to back with a result of 68 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he took his normal diabetic medication after the readings were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.